Event description:
As reported to coloplast though not verified, patient was implanted with restorelle p t mesh. Later the patient experienced mesh erosion, pelvic pain, dyspareunia and scarring. A mesh excision was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.